Event description:
It was reported that the device was explanted after 44 months of implantation due to endocarditis. Reportedly, the source of the infection is oral. No other details were provided.

Manufacturer narrative:
Device not returned.